Event description:
The surgeon opened a corail stem size 8. The package was marked as cementless femoral stem without collar, but inside was the corail stem with collar. Moreover the stem was not size 8. It was almost size 11 (it was compared to broach size 11). Surgeon asked to open the other one, but it was the same situation. Finally, he decided to use corail stem size 9. Sixty minute delay.

Manufacturer narrative:
Examination of the reported device confirms the observation. The product was incorrectly packaged. The root cause is attributed to supplier packaging/labeling process. In (B)(6) 2010, (B)(4) was raised to address the incorrect labeling and packaging at the supplier level. The products of the mixed batches, (3l92501-lot 5026529 and 3l92507-lot 5027122) were recalled and returned to the supplier for corrective action. The operator was retrained to avoid reoccurrence in the future. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.